Event description:
It was reported that the ventilator was attracted into an MRI machine. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on-not on site since the customer did not request any service. Fse learned from the hospital over a phone conversation that the ventilator was left in the MRI room without the brakes applied that led it to be attracted to MRI machine. The air and o2 lines was disconnected as result of attraction. The biomed of the hospital performed multiple pre-use check after the event and the ventilator passed all the tests. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
Manufacturer ref.#: (B)(4).